Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting address state: (B)(6). E1: reporting institution phone: # (B)(6). E1: reporter phone # (B)(6).

Event description:
It was reported the intellivue patient monitor mx850 speaker is defective. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
It was reported the intellivue patient monitor mx850 speaker is defective. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that no more problem was present. Based on the information available and the testing conducted the fse was unable to replicate the reported problem. The reported problem was not confirmed. The exact cause for the reported issue remains unknown.